Manufacturer narrative:
This case was initially received via regulatory authority (B)(4) (reference number: (B)(4)) on 24-mar-2017. The most recent information was received on 02-may-2017. This spontaneous case was reported by a consumer and describes the occurrence of eczema ("skin problems/ eczema on back and torso") in a female patient who had essure (batch no. B15010) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced eczema (seriousness criteria medically significant and intervention required), fatigue ("very major fatigue requiring 14 hours sleep a day"), asthenia ("asthenia") and alopecia areata ("alopecia areata"). The patient was treated with surgery (essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the eczema, fatigue, asthenia and alopecia areata outcome was unknown. The reporter considered alopecia areata, asthenia, eczema and fatigue to be related to essure. The reporter commented: since placement of essure on (B)(6) 2013, I have been suffering from highly incapacitating adverse reactions which I had not been informed about prior to placement. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 04_may_2017 for the following meddra preferred term: eczema. The analysis in the global safety database revealed 20 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot #: b15010 - production date: apr-2013 - expiration date: apr-2016. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 2-may-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous consumer report, received via health authority (ha), refers to a female of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced skin problems / eczema on back and torso (interpreted as eczema skin reaction). Essure was removed approximately 3.5 years after the insertion. The eczema skin reaction, serious due to medical significance, is anticipated in the reference safety information of essure. Rash or skin reactions may occur during the use of essure, but eczema may also have a number of different causes, including allergic and environmental, frequently on a background of genetic predisposition. In this particular case, the reactions started after the insertion of the coils and no potential alternative explanations were mentioned, therefore a causality of essure cannot be totally excluded (related). Other events of general nature, non-serious, were additionally reported. The case was classified as incident in line with the ha assessment and given that device removal was required. A product technical analysis resulted in an unconfirmed but plausible product quality defect. No similar adverse event case reports have been received to date in relation to the reported batch. No active follow-up can be pursued in this ha case.

Event description:
This case was reported via (B)(6) ((B)(4)) on 24-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of eczema ("skin problems/ eczema on back and torso") in a female patient who received essure (batch no. B15010). The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On (B)(6) 2013, the same day after starting essure, the patient experienced eczema (seriousness criteria medically significant and clinically significant/intervention required), fatigue ("very major fatigue requiring 14 hours sleep a day"), asthenia ("asthenia") and alopecia areata ("alopecia areata"). The patient was treated with surgery (essure removal on (B)(6) 2017). Essure was withdrawn. At the time of the report, the eczema, fatigue, asthenia and alopecia areata outcome was unknown. The reporter considered eczema, fatigue, asthenia and alopecia areata to be related to essure. The reporter commented: since placement of essure on (B)(6) 2013, I have been suffering from highly incapacitating adverse reactions which I had not been informed about prior to placement. Company causality comment: this spontaneous consumer report, received via health authority (ha), refers to a female of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced skin problems / eczema on back and torso (interpreted as eczema skin reaction). Essure was removed approximately 3.5 years after the insertion. The eczema skin reaction, serious due to medical significance, is anticipated in the reference safety information of essure. Rash or skin reactions may occur during the use of essure, but eczema may also have a number of different causes, including allergic and environmental, frequently on a background of genetic predisposition. In this particular case, the reactions started after the insertion of the coils and no potential alternative explanations were mentioned, therefore a causality of essure cannot be totally excluded (related). Other events of general nature, non-serious, were additionally reported. The case was classified as incident in line with the ha assessment and given that device removal was required. No active follow-up can be pursued in this ha case. A product technical analysis is expected.